Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/29/2020. The customer reported that analyzer s/n (B)(6) was hot to touch around the battery compartment when docked on downloader recharger (drc) s/n (B)(6) during charging and the rechargeable battery was hot to touch when removed. Failure analysis did not reproduce the complaint and the analyzer functioned according to specification throughout testing. A rocketware search spanning six months revealed one similar incident (non-reproducible hot-to-touch) and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer (B)(4) became hot to touch during a software download. There was no additional information at the time of this report. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.